Event description:
Customer stated the head section would not raise.

Manufacturer narrative:
The customer's maintenance personnel stated the valve plunger rubber is sticking to manifold block. Hill-rom tech support was told that the facilities maintenance personnel was going to replace valves to resolve the issue. The facility did not follow up. They stated they would call back if they needed further assistance.